Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pack change procedure, good sensing and capture values were unable to be obtained. When repositioning was unsuccessful, the lead was not implanted. The original lead was reattached to the device.